Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? For the stratafix symmetric suture, was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? For the stratafix symmetric suture , were two reverse stitches performed across the incision prior to closure? Was the stratafix used on the fascia? Was there any issue with the fascia where stratafix suture was used? What is the alleged deficiency of the stratafix suture, as it was reported the fascia was not ruptured? Was there an alleged deficiency with the pds suture? Was the pds suture used during the radical hysterectomy? Please explain the timeline of events. What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any medical/surgical intervention required for the wound dehiscence including date and findings. What treatment did the dermatologist provide? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the suture breakage post-op or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of the vicryl suture? Lot number of the stratafix suture? Lot number of the pds suture? Note: related files reported via 2210968-2023-07149, and 2210968-2023-07151.

Event description:
It was reported that a patient underwent a radical hysterectomy on an unknown date and suture was used. The radical hysterectomy proceeded smoothly and was completed in 4 hours. About one month after the procedure, in the ward/ICU, the surface layer became weeping, so it was washed, and sutured again with this device. The patient had wound dehiscence on the superficial skin surface. After about a week, this suture also broke down and it became weeping. After that, the patient visited a dermatologist, removed all sutures in the dermis, and continued the treatment. The fascia was not ruptured even once after surgery. The current status of the patient was reported as discharged from the hospital. The treatment is ongoing at an external dermatology clinic. The surgeon opined that if this product is judged to be a foreign matter, there could be a possibility that a wound might be opened when trying to push the foreign matter out. The surgeon also commented that since the patient's background was less likely to cause complications, the surgeon does not know what was the cause. Additional information was requested.